Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this single coil implantable defibrillation lead exhibited a gradual increase in shock impedance measurements with an out of range measurement observed of 125 ohms. Technical services discussed increasing the alert threshold. No adverse patient effects were reported.